Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was trying to initiate therapy in the arctic sun device and was getting an alert 02 (low flow). Nurse stated that the flow rate was 0a and the device would not start. Mss asked the nurse to empty, disconnect, and reconnect pads with proper technique. Nurse tried to restart and had an alert 01(patient line open). Nurse stated that flow rate was 0lpm, patient temperature was 36.3c, water temperature was 10.9c and target temperature was 36c. Mss asked the nurse to pull up system diagnostics, inlet pressure was -16.9psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, system hours were 2430 and pump hours were 2151. Mss advised that they could do pad trouble shooting to see if one of the pads was suspected. Nurse stated that they would rather change the whole set of pads, but they had to find a set in another unit. Nurse would call back if they had any issues starting the therapy. Per additional information received on 21-jul-2022, mss spoke with biomed, they ran a functional test and connected a shunt tube, flow could be observed in the tube, however flowrate still indicated 0. Mss discussed this was indicative of a failed flowmeter. Per follow up information received on 27-jul-2022, it was reported that therapy was completed with no further issues on second arctic sun. There was no patient impact.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed flow meter. Nurse stated that the flow rate was 0 and the device would not start. Nurse stated that flow rate was 0lpm, patient temperature was 36.3c, water temperature was 10.9c and target temperature was 36c. Mss asked the nurse to pull up system diagnostics, inlet pressure was -16.9psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, system hours were 2430 and pump hours were 2151. Mss asked the nurse to empty, disconnect, and reconnect pads with proper technique. Per additional information received, mss spoke with biomed, they ran a functional test and connected a shunt tube, flow could be observed in the tube, however flowrate still indicated 0. Mss discussed this was indicative of a failed flowmeter. Per additional information received, it was reported that therapy was completed with no further issues on second arctic sun. There was no patient impact. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy in the arctic sun device and was getting an alert 02 (low flow). Nurse stated that the flow rate was 0a and the device would not start. Mss asked the nurse to empty, disconnect, and reconnect pads with proper technique. Nurse tried to restart and had an alert 01(patient line open). Nurse stated that flow rate was 0lpm, patient temperature was 36.3c, water temperature was 10.9c and target temperature was 36c. Mss asked the nurse to pull up system diagnostics, inlet pressure was -16.9psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater command was 0 percent, system hours were 2430 and pump hours were 2151. Mss advised that they could do pad trouble shooting to see if one of the pads was suspected. Nurse stated that they would rather change the whole set of pads, but they had to find a set in another unit. Nurse would call back if they had any issues starting the therapy. Per additional information received on 21-jul-2022, mss spoke with biomed, they ran a functional test and connected a shunt tube, flow could be observed in the tube, however flowrate still indicated 0. Mss discussed this was indicative of a failed flowmeter. Per follow up information received on 27-jul-2022, it was reported that therapy was completed with no further issues on second arctic sun. There was no patient impact.